Event description:
It was reported that the patient developed a systemic infection and required the removal of their bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-53 implantable pacing lead 2006 (B)(6); 5071-53 implantable pacing lead 2006 (B)(6); 407645 implantable pacing lead 2006 (B)(6); dtbb1d4 bi-ventricular defibrillator 2013 (B)(6). (B)(4).